Event description:
On 09/17/1998, the facility's or supply manager informed the MFR's sales rep of the following: the device was opened using sterile technique. The device guidewire was found to be bent and deemed unusable. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.